Manufacturer narrative:
The handswitch was returned for analysis. Through functional, performance and physical testing methods the issue was unable to be confirmed. No failure was found with the part. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the hand-switch was required to be replaced. Once replaced, the imaging system then passed the system checkout and was found to be fully functional. The hand-switch was returned to medtronic, however, analysis has not been completed. Other relevant device(s) are: product ID: bi71000194, serial/lot #: rev. 2 : s/n. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that, when pressing the button to take the 3d image, it will be taken intermittently. There was no patient present when this issue was identified.